Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they were getting the settings not available, cannot provide your desired intensity settings message when trying to charge their implanted neurostimulator. Agent asked if the patient had tried to switch groups and patient said that they had not tried that; agent walked patient through switching from group a to b. While agent was helping the patient adjust their intensity settings, the patient said that they were not trying to increase their intensity settings at the time of the message. Agent had patient reset their controller. Patient then attempted to initiate a charge session to their implant and was able to start recharging with excellent quality. The troubleshooting steps that were taken on the call resolved the issue. Pt called back and said that issues are still happening and they are not "feeling any results from it", and is having a lot of pain and I have "sciatica down my leg". Pt is seeing settings not available screen. Redirected to healthcare provider (hcp). It was reported their was broken lead. Reprogrammed by passing broken lead; issue is resolved.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) product type lead product ID 977a260 lot# serial# (B)(6) product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 03-aug-2025, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6), ubd: 03-aug-2025, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.